Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: (B)(6). Serial number: (B)(6). Batch/lot number: 20711631. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was having pain at the pocket site and was having difficulty charging the implantable pulse generator (ipg). It was also stated that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through xray. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) paddle lead were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.